Manufacturer narrative:
Eval of the returned product did not confirm the reported issue; the unit goes into hold and comes out of hold as expected and passes all functional test. However, the battery springs are bent unit still powers on with batteries. Warning label is peeling. (B)(4).

Event description:
Customer reported when the hold button is in use, there is a long delay before the alarm returned to the monitoring mode. No pt incident or injury was reported.